Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) representative, that three rt380 evaqua 2 adult breathing circuits were found cracked during patient use. There were no reported patient consequences.

Manufacturer narrative:
Ps347966 method: one of the three complaint rt380 adult dual heated evaqua2 breathing circuits was received at fisher & paykel healthcare (f&p) in new zealand for investigation. The complaint device was visually inspected and pressure tested. Results: visual inspection confirmed that the tubing was cracked. Further analysis of the complaint device revealed the cracked area was brittle with small fragments and particles breaking off which could occur due to chemical exposure. Conclusion: we are unable to determine the cause of the reported event. However, the crack is likely due to the tubing being exposed to a chemical resulting in the degradation and cracking of the tubing. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.

Manufacturer narrative:
(B)(4). One of the complaint device is currently en-route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) representative, that three rt380 evaqua 2 adult breathing circuits were found cracked during patient use. There were no reported patient consequences.